Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock. There was a mild shock followed by a more severe shocks. Upon reviewing, the implantable cardioverter-defibrillator was found in backup vvi via remote transmission due to cybersecurity software was not upgraded. It triggered a ventricular therapy safety mode to be put in place. The device was successfully restored and reprogrammed. The patient was frightened and scared when the shocks were delivered but she was stable before, during and after the event.